Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 589 mg/dl and current blood glucose level was also same. The customer reported that the blood glucose level was not getting down below 500 mg/dl and had symptoms related to high blood glucose level such as headache and urination frequently and the customer was treated with insulin pump for high blood glucose level. The drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test.